Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported unsealed device packaging. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation updated from yes to no. H3 - reason device not evaluated by mfg updated to.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that during unloading of the hi-torque (ht) whisper guide wire from the shipment box, the tyvek pouch was noted to be opened and not sealed. It was deemed unsterile and not utilized. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.